Event description:
Children¿s pharmacy technician noticed some scuff marks and black specks upon opening a pair of sterile gloves for sterile compounding. Sterile product pharmacist escalated to me, peds moc. Manufacturer response for sterile gloves, novaplus gammex non-latex pi gloves (per site reporter). [Redacted date] - emailed rep; made plans to hand off sample [redacted date].